Manufacturer narrative:
Results: the outer diameter was at the lower end of the specification, but does not affect safety and efficacy. Inspection of the returned devices was subjected to flow testing by gyn r&d engineering. The morcellator demonstrated excessive flow rate (>0.10 l/min) at vacuum of 300 mmhg applied. It was .25l/min. The dimensional inspection indicated that the outer diameter was at the lower end of tolerance specification limit when compared to the component specification. Product performance creates a minor inconvenience but does not affect safety and efficacy.

Event description:
During a hysteroscopic myomectomy the sales rep responded stating the total amount of fluid that flowed through both blades during the procedure was approximately 4,000 cc¿s. This did not cause any complications during the procedure.